Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, a correction was updated on 05/27/2026. Technical support clarified that the patient was admitted to the intensive care unit (ICU) for management of diabetic ketoacidosis (dka). The patient remained hospitalized until discharge on (B)(6) 2026, in the morning. A follow-up visit with the treating physician occurred the day after discharge. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. At the time of the event, the patient was using a tandem mobi insulin pump. On 03/30/2026, the patient began receiving low glucose alerts and awoke with cgm readings of 40 mg/dl and 54 mg/dl. Relying on the cgm readings, the patient did not perform a fingerstick blood glucose (fsbg) check. Instead, he responded to each urgent low alert by consuming glucose and drinking orange juice. Despite these interventions, the patient continued to feel unwell and reported symptoms including nausea, headache, and fatigue. Due to persistent symptoms, he eventually attempted to check his bg using a glucometer; however, the device was unable to register a result. The patient contacted his endocrinologist later that evening and was advised presenting to the emergency room (ER) immediately. Upon arrival at the ER, the patient¿s bg level was reportedly over 700 mg/dl, while the cgm continued to display a low glucose reading (exact value not recalled). The insulin pump detected low glucose levels and suspended insulin delivery. The patient reported no use of medications other than insulin. During hospitalization, the patient was treated with intravenous (IV) fluids and IV insulin, and laboratory testing was performed. He was diagnosed with diabetic ketoacidosis (dka) and admitted for inpatient care. At the time of reporting, the patient continued to experience headache, nausea, and fatigue, although symptoms had improved compared to the previous night. The patient¿s parent stated that she felt confused and frightened by the event and reported a loss of confidence in the dexcom device. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
Subsequent to the initial MDR, clarification and additional information was received on 04/20/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. It was confirmed that the patient was treated with intravenous (IV) fluids, an IV insulin infusion, and anti-nausea medication, and underwent extensive diagnostic evaluation, including bloodwork, urinalysis, and an echocardiogram. The patient was admitted to the intensive care unit (ICU) for management of diabetic ketoacidosis (dka). The patient remained hospitalized until discharge on approximately april 1 or april 2 in the morning. A follow-up visit with the treating physician occurred the day after discharge. Following hospitalization, the patient continued to report mild headache, nausea, and fatigue, though overall improvement was noted. On 05/03/2026, technical support contacted the patient¿s mother, who confirmed that no additional treatments were required during hospitalization beyond IV fluids, IV insulin therapy, and laboratory monitoring. The patient followed up with his endocrinologist approximately two days after discharge and was reported to be feeling better at that time. The patient¿s mother reported feeling confused and frightened by the event and expressed a loss of confidence in the cgm device following this incident. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).